Manufacturer narrative:
(B)(4). Evaluation, results: (migration, endoleak), (conical aortic neck). Evaluation, conclusions: (conical aortic neck).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an unk size abdominal aortic aneurysm 45 months ago. Vessel morphology from the original implant was reported as a conical aortic neck of 24 mm to 26 mm to 27 mm; a 45 degree aortic neck angle; minimal aneurysm size; straight iliacs with minimal calcium and thrombus. It was reported that the original graft was placed about 1.5 to 2 cm away from the renals at the initial implant. Currently, the stent graft has migrated approximately 3 cm from the renals with proximal type 1 endoleak. The neck was dilated and elongated. The physician plans to do an intervention at a later date. No additional clinical sequelae were reported and the pt is fine.